Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. There was no impact to the customer's blood glucose level. In addition, it was reported that a cartridge alarm (alarm 5) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A cartridge change was performed resolving the issue.